Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and discovered that the waste filter was clogged causing the count chamber, vacuum trap and baths to overflow, attributing to the leak. The fse replaced the waste filter, resolving the leak reported. The fse also found that the vacuum lines contained moisture attributing to the vacuum errors; the fse cleaned the vacuum lines and replaced the air filter resolving the vacuum errors generated by the instrument. (B)(4).

Event description:
The customer reported that approximately 1 cup of clear fluid leaked from a coulter ac-t diff 2 analyzer during startup; the leak was not contained within the instrument. The customer also reported recovering vacuum errors at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.